Manufacturer narrative:
(B)(4). Unit passed sleep current measurement, active current measurement and displacement test. Unit received pump error detected confirmed in pump history files and unexpected battery power loss shown in power graph due to corroded electronic assemblies. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump is not accepting any batteries and had power loss alarm. Customer did not receive request to rewind pump. Customer has received multiple power loss alarms when batteries are out of the pump less than 10 minutes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.